Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative. It was reported that the hcp noticed swelling at the pump pocket. It was reported that the implanted catheter was found to be damaged in the pump pocket. The fluid around the pocket sent to the lab was positive for transferrin indicating cerebrospinal fluid (csf). The catheter was found to have an avulsion in it that possibly created the avenue for both csf and drug to leak into the pocket causing fluid collection. It was unknown how or when the damage occurred. The catheter was revised and the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 440 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient came in to the office for a routine pump refill. The pocket area was noted to be "boggy" or "somewhat swollen." The pump was refilled and fluid was noted to be leaking out of the needle hole. The physician verified this was not a pocket fill by aspirating all the drug from the pump and refilling a second time. The patient was without complaints. Fluid was aspirated from the pocket and was sent to the lab for analysis and culture. The results were not available. The physician referred the patient to the implanting surgeon to investigate the cause of the swelling. It was noted surgical intervention was planned. There were no known environmental, external or patient factors which may have led or contributed to the issue. It was unknown if the issue was resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.